Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024, the pediatric patient experienced a skin reaction with infection, underneath sensor pod area only. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin. At the time of the report the patient was stable and still taking the medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.